Event description:
It was reported by healthcare professional "patient with a diagnosis of epidermal necrolysis that requires safe venous access for administration of multiple drugs. The 4 fr dual lumen catheter is inserted: in a single puncture in the lower third of left arm, where there was less injury, the metal guide is gently advanced with no resistance, we proceed to dilate, we continue with the measurement, which corresponds to 36cm, the catheter is cut by sliding the stylet below 36cm, in a single cut and later it slides again to the edge to start advancing, the sherlock shows that it is directed cephalad, it is withdrawn 6cm, return is confirmed and in a second attempt is performed for advance, again the sherlock shows that the it parks and is located in subclavian, so it is decided to withdraw the catheter completely. I verify the stylet and it is observed totally bent. Given the risk of stylet fracture, it was decided to advance the catheter using the puncture metal guide. As a security measure, it was previously established, in addition to verifying the integrity of the device and the stylet, to take a measurement from the tip to the magnetized area that corresponds to 6 cm before and after the procedure. High risk of infection, high risk of thrombosis, high risk of total catheter rupture (detachment). There was no impact to patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez2404 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in brazil.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed. One tls stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Bends were observed in the returned stylet approximately 5.6 cm and 8.2 cm proximal to its distal tip as well as about 12 cm and 23 cm distal to the yellow handle of the stylet. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the tubing of the stylet, and the bend nearest the distal end of the stylet was found to be between the interfacing of two magnets. The evidence observed on the returned stylet suggest the stylet was damaged due to advancement of the stylet against resistance and/or excessive manipulation of the stylet within the catheter during use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by healthcare professional "patient with a diagnosis of epidermal necrolysis that requires safe venous access for administration of multiple drugs. The 4 fr dual lumen catheter is inserted: in a single puncture in the lower third of left arm, where there was less injury, the metal guide is gently advanced with no resistance, we proceed to dilate, we continue with the measurement, which corresponds to 36cm, the catheter is cut by sliding the stylet below 36cm, in a single cut and later it slides again to the edge to start advancing, the sherlock shows that it is directed cephalad, it is withdrawn 6cm, return is confirmed and in a second attempt is performed for advance, again the sherlock shows that the it parks and is located in subclavian, so it is decided to withdraw the catheter completely. I verify the stylet and it is observed totally bent. Given the risk of stylet fracture, it was decided to advance the catheter using the puncture metal guide. As a security measure, it was previously established, in addition to verifying the integrity of the device and the stylet, to take a measurement from the tip to the magnetized area that corresponds to 6 cm before and after the procedure. High risk of infection, high risk of thrombosis, high risk of total catheter rupture (detachment). There was no impact to patient.